Manufacturer narrative:
The returned device was evaluated. During eval the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
Pt was a no code and expired. The customer is requesting a download of info from the device. Customer stated that there was no issue with the device performance. Additional info received indicated that the pt had a dnr order (do-not-resuscitate). Pt went into cardiac arrest and a nurse tried to revive pt when they were not supposed to. The hospital would like the trend data downloaded for their medical records.